Event description:
The physician reported the right side event of "persistent seroma with an initial microbiological result of a pseudomonas aeruginosa" regarding this patient in the (B)(4) study.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported events of infection and seroma as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the patient has had a surgical intervention we are taking the precaution of reporting this event to you."